Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 6.3 mmol/l at the time of incident. Customer reported that the insulin pump error occur during self test. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, power loss alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.